Event description:
During a pta treatment procedure, the ultra-thin sds balloon dilatation catheter broke apart while removing the catheter from the 7fr sheath. The issue occurred following successful treatment of the lesion. 70% stenosis and calcification were observed. No portion of the balloon remains in the pt. It was reported that 'no harm' came to the pt as a result of the issue.